Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our italian affiliate, during insertion of an axela sheath the physician felt resistance. A dilator was inserted and an attempt was made to re-insert the sheath. Resistance was felt again; however, the sheath was able to be inserted. During insertion of a 23mm ultra delivery system through the sheath, moderate resistance was encountered. The valve was implanted successfully. After the sheath was removed a little damage was noticed on the distal part. A peripheral angiography revealed vessel stenosis at the puncture site and it was resolved by ballooning. The patient was stable. The sheath is being returned for evaluation. Per medical opinion, the stenosis could be caused by the retraction of the sheath because the sheath tip had ¿a protrusion¿. The patient's vessel was mildly calcified and no tortuosity.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The axela sheath was returned to edwards lifesciences for evaluation. Upon visual inspection the following was observed: two kinks on the sheath shaft (due to packaging), tip opened as designed and damage to the distal tip inner member. Imaging was provided and revealed a bump under the outer jacket where the distal flap is located on the sheath shaft. Functional and dimensional testing was not performed due to the nature of the complaint. During manufacturing, the device and its components were inspected/tested several times. During patch bonding of the inner member of the sheath, the devices are 100% visually inspected. The devices are 100% visually inspected following proximal end bonding, inner tip bonding, and inner tip trimming. The inside of the shafts is 100% visually inspected. During outer jacket assembly the devices are visually inspected. During and after shaft seal bonding the proximal end of the shaft folds are inspected. During outer tip bonding the devices are 100% visually inspected. During sheath shaft inspection on the component level the shafts and the shaft tip undergo 100% visual inspection by both manufacturing and quality. During final sheath assemble inspection, the devices are 100% inspected by both manufacturing and quality. In addition, during product verification (pv) testing, samples undergo testing for insertion force for both shaft body and shaft tip. The lots passed the specific criteria. The inspections and test described above support that proper inspections of the devices are in place to detect issues related to the complaint events. The device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to these events. Review of lot history for the work order number revealed additional complaints for both ¿sheath shaft ¿ insertion difficulty-in-patient¿ and ¿sheath shaft ¿ resistance with delivery system, bc¿. No manufacturing non-conformance's were identified. Review of lot history for ¿sheath distal tip ¿ damaged¿ revealed no additional complaints. A review of complaint history from april 2018 to march 2019 for the edwards axela sheath (model 9630es14 and 9630es14a) revealed other similar returned complaints for ¿sheath shaft ¿ insertion difficulty-in patient¿, ¿sheath shaft ¿ resistance with delivery system, bc¿, and ¿sheath distal tip ¿ damaged¿. However, no manufacturing non-conformance's were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for all the trend categories. The axela IFU, sapien 3 ultra system IFU, and edwards sapien 3 ultra procedural training manual were reviewed for instructions involving device preparation and use. The procedural training manual provides instructions on sheath insertion. Factors that assist with sheath insertion are the following: note that the proximal tapered end of the sheath is larger in diameter, hydrate the sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the ridge remains down to ensure proper sheath performance, insert slowly with continuous motion to minimize friction, ensure sheath and dilator remain together during insertion at all time, insert sheath as far as possible (at minimum, to the insertion marker to maintain proper hemostasis), ensure the sheath tip is inserted above the renal arteries, once inserted, and suture the sheath in place. In addition, always observe fluoroscopy during insertion, proper screening is critical to reducing vascular complications, know position of sheath tip in the aorta, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification and do not force the sheath. The procedural manual instructs on delivery system insertion through sheath using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter, orient the delivery system with the flush port pointing away and the edwards logo facing up, insert the loader until it stops, keep loader completely inserted in sheath until just before delivery system removal at end of procedure, advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, consistent tactile feel until exiting sheath at tip, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. A review of edwards infectiveness risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿sheath shaft ¿ insertion difficulty-in patient¿ and ¿sheath shaft ¿ resistance with delivery system, bc¿ were unable to be confirmed, while the complaint for ¿sheath distal tip - damaged¿ was confirmed based on visual inspection of the returned device. Investigation of the device and review of DHR and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. However, corrective and preventative action - was created for ¿sheath shaft ¿ resistance with delivery system, bc¿ to investigate instances where the sapin 3 ultra system was unable to be advanced through the axela sheath. Per report, the access vessel was mildly calcified. It is likely that the calcification found in the access vessel may have contributed to the reported insertion difficulty. Patient vessel characteristics may have also contributed to the resistance inserting the delivery system and the damage seen at the distal tip. Training materials indicate that push force through the sheath can vary due to tortuosity and degree of calcification. Per the case notes, there was mild calcification in the access vessel. Calcification can interact with the sheath and prevent it from fully expanding to allow passage of the delivery system. This presence of calcification can create challenging pathways that can increase resistance during device advancement. Alternatively, procedural factor such as improper flushing can also contribute to resistance with the delivery system furthermore, during visual inspection, the distal tip split was observed to be opened as designed. Calcification could have prevented the distal flap from returning to its original diameter after contraction. This would make the distal flap susceptible to catching on calcification, resulting in the observed distal flap damage when the device moved through the access vessel. For the event ¿sheath distal tip ¿ damaged¿, since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment (pra) is not required. However, per management discretion, a pra was previously initiated to investigate and document the sheath distal flap damage issue and its associated risks. This pra currently being updated to assess and address recent complaints and associated adverse events. In this case, available information suggests that patient (calcification) and/or procedural factors contributed to the reported event. However, a definitive root cause is unable to be determined. No manufacturing non-conformance's were identified, and a review of IFU/training materials revealed no deficiencies; therefore, product risk assessment or corrective or preventative action is not required. The cause of the femoral artery stenosis is also unknown, however, may be related to patient factors (calcification) and/or procedural factors (device manipulation).

Manufacturer narrative:
Correction - "sheath distal tip - damaged": a CAPA was previously initiated an is currently in the investigation phase.